Event description:
Caller would like to raise awareness that there may be more side effects than advertised. He started treatment (B)(6), and continued five times a week, for 2 weeks. Side effects included, short-term memory loss, fear, panic, confusion, auditory hallucinations, intensified migraines, anxiety, worsened depression, agitation, and anger. Caller has discontinued use of product and returned to previous psychiatrist. Medication adjustments were made to counteract side effects and verbal therapy sessions were increased.